Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level of 330 mg/dl and headache with an unknown cause. Bg was treated with increased temporary rate, correction bolus and manual injection. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. The customer continued to use the pump for insulin therapy.